Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the subject device, temporarily, an error b80, e261 appeared on the monitor and an endoscopic image was not displayed on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus local service engineer report that the specified error has changed from b80 to b30 and this event was eliminated by cleaning electrical contacts on the endoscope connector. Since the device was not returned, the exact cause was unknown; however, the following was supposed to be the cause. There was a possibility of contact failure because foreign matter attached on the electrical contact of video connector of endoscope. The instruction manual provides preventive measures against the reported failure mode.